Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with another point-of-care (poc) device. Results as follows: date: (B)(6) 2012, inratio: 1.0, poc: 2.0.